Manufacturer narrative:
Additional information has been requested; however, not made available as of the date of this report. This report is submitted on (B)(6) 2016. (B)(4).

Event description:
Per the patient's surgeon, the patient experienced infection and skin overgrowth at the implant site, resulting in a loss of osseointegration. Subsequently, the patient was placed under general anaesthesia on (B)(6) 2016, to remove the implant. It is unknown whether the patient was reimplanted with another device as of the date of this report.